Event description:
Ous MDR - this ra lead dislodged shortly after implant. A revision was attempted however the lead would not unscrew from the device header. Two different wrenches were used. The system was explanted and replaced.

Manufacturer narrative:
The pacemaker was returned for analysis with the contacted atrial lead. The pacemaker first underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. In a next step, the pacemaker was visually inspected. The atrial lead was still firmly contacted. After disassembly of the atrial sealing plug, it was noted that the hexagon socket of the threaded pin of the atrial connection socket was completely rounded. This indicates the impact of a strong external force during the connection process. In a next step, the threaded pin of the atrial connection socket was exchanged. The lead could then be removed without problems. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. During the lead analysis, serious damage to the is-1 connector pin was detected, which was caused by the disassembly from the header. In addition, the inner conductor helix was kinked between the tip electrode and the ring electrode, which indicates a force impact during the explantation process. No other deviations could be found. The manufacturing process of these devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, both the lead and the pacemaker were free of defects during the analysis, and they were within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.